Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, implanted: (B)(6) 2012, product type: lead.

Event description:
The healthcare professional, via the manufacturer representative, reported that stimulation had always worked well for the patient at 5v and managed to solve all urinary problems, and partly the fecal ones. The patient fell and broke their foot. After two days, the patient began experiencing uncomfortable shocks at the foot site and could not walk properly. The doctor decided to turn off the stimulator because they suspected the implantable neurostimulator may have caused difficulty in moving the foot. X-rays were also taken, but the results were not available. No surgical intervention had occurred, but it was unknown if any was planned. The issue was not resolved at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.